Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record identified no deviations or anomalies. Since the product was not returned, visual examination was not performed. This device is used for treatment. As the device was not returned, it was not confirmed when the device left zimmer biomet. It was reported that the correct surgical technique was followed. Review of the implanted devices identified no compatibility issues. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. With the information available, root cause is design issue.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The bearing, the tibial plate, and subsequent fragments were returned for further evaluation. Visual inspection of the tibial plate found that the trabecular pegs had been removed from the base of the device. Per the revision operative notes, these were sawed off during removal of the plate. The superiors surface of the plate demonstrates buff marks across the surface as well as minor scratches. There is bone ingrowth on the medial condyle of the tray with minimal ingrowth on the lateral condyle. The pegs additionally show inconsistent ingrowth of bony material across their surfaces. Visual inspection of the bearing found that there are scratches across all surfaces of the device. Dimensional analysis of the tray was conducted and it was determined to be conforming to print specifications where measured. The information provided does not affect the previously established root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised of his left knee arthroplasty due to pain and potential loosening.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: femur trabecular metal cruciate retaining (cr) standard porous lot#62844210 item#42502806601, nexgen® complete knee solution, trabecular metal standard primary patella lot#62746209 item#00587806538, articular surface fixed bearing cruciate retaining (cr) left 13 mm lot#62743201 item#42512000613. Tibial component was removed revealing 50% fibrous ingrowth on the backside of the tibia. No intraoperative complications were noted. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.